Event description:
It was reported that a malfunction alarm occurred, identified as malf 1. There was no adverse impact to the customer¿s blood glucose level. Technical support advised the customer to use multiple daily injections (mdi) as backup therapy and arranged to replace the pump. The customer was instructed on how to put the pump into storage mode before returning it with a pre-paid label, and the shipping details were confirmed.